Manufacturer narrative:
Clarification to e.1. Phone number:(B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "respiratory infectious condition", deemed not device related, is considered an unexpected adverse drug experience.

Event description:
Healthcare professional (hcp) reported injecting a patient in the jw2 area with 0.3 ml and jw3 0.2 ml of juvéderm® volux¿ with lidocaine. About 3 months later, the patient experienced "intermittent facial edema [(cheeks)] associated with a non-device related respiratory infectious condition that initially improved with antibiotics only. 15 days later, the edema reappeared and nodulations are evidenced in the application sites." Hcp treated the patient with colchicine 0.5 ml every 8 hours "(the patient does not tolerate it due to gastrointestinal issues)", cetirizine, and deflazacort with improvement. Hcp states the product was injected in the subcutaneous cellular tissue. The event is ongoing.